Event description:
It was reported that the patient presented in emergency room after receiving several high voltage therapies due to atrial tachycardia falling within the single reset ventricular fibrillation zone. The patient was undergoing radiation therapy. The device was in reset mode. The device was restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.